Manufacturer narrative:
It was reported that during troubleshooting for the reported issue, the customer was assisted by an olympus technical assistance center (tac). During troubleshooting, the suspected cv-190 unit was connected to the remote monitor using a 25ft digital visual interface (dvi) cable which caused the reported issue. The olympus technical assistance center (tac) stated that the length of the dvi cable used exceeds the recommended length, which caused signal degradation. The olympus technical assistance center (tac) recommended the customer use short lengths dvi cable and if choose to use long lengths, use serial digital interface (sdi) cable instead of dvi. It was reported that the device will not be return. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii video system center exhibited distorted video using digital visual interface (dvi) cable to remote monitor. The event occurred during an unknown procedure. It was reported that the procedure was successfully completed using the same device. Upon troubleshooting, the customer reported that the device experienced image cable failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during troubleshooting. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the digital visual interface (dvi) cable being longer than recommended could not be identified. The phenomenon might have been prevented by following the instructions for use below: refer to cv-190 instruction manual ¿chapter3 installation and connection 3.5 connection of the monitor¿ connecting cable: dvi cable: maj-1945. Olympus will continue to monitor field performance for this device.